Event description:
A customer reported that their pump failed to detect the cartridge, which resulted in a cartridge change error message. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue after testing with multiple cartridges, noting damage to the rack's push rod and arranged for the pump to be returned for further evaluation and provided a replacement pump.